Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: during the inspection process (tightness test fails (release valve defective), the engineer found that the device was powered on and triggered an alarm, making it unusable. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the inspection process (tightness test fails (release valve defective), the engineer found that the device was powered on and triggered an alarm, making it unusable. No patient involvement.